Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was missing results. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the (B)(4) was unable to reach the lay user/ patient by phone for follow-up questions. The (B)(4) reviewed the call to obtain and verify information. The patient claimed approximately 2 ½ weeks prior to contacting lfs for assistance, she was unable to locate her past readings on the subject device (exact date/time unknown). The patient informed the cca that she manages her diabetes with 70/30 insulin and is a self adjuster. In response to the alleged issue, she reportedly doubled her dose of insulin on an unspecified date/time since she was not sure what her blood glucose reading was and was unable to find it in the meter's memory. On that same day, the patient claimed she did not experience any symptoms but "passed out" sometime in the evening after supper and was taken to the emergency room (2 ½ wks ago). The patient could not recall any specific details of how she got to the ER, or what treatment she was given. She confirmed her blood glucose was tested at the ER but did not know what the reading was. She was told that her blood glucose was low and was kept in the ER for approximately 2 hours. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. There was no report of trauma/misuse to the meter. The alleged issue remained unresolved after troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient reportedly administered the incorrect amount of insulin due to not being able to locate her blood glucose test result in the memory and developed symptoms suggestive of a serious injury that required hcp intervention after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.